Event description:
It was reported that the minute ventilation (mv) sensor was disabled by signal artifact monitor (sam) device diagnostic. Recent episodes sowed oversensing of noise on the ventricular electrogram (egm). The mv sensor could only be reenabled with a programmer session. The device remains implanted. No adverse patient effects were reported.